Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a device tracking form indicating that the pt had a pump exchange due to a clot.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.